Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204, response buttons not working properly) was confirmed. Upon receipt, the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging the pin 1 and pin 2 wire within the connector. The root cause for the damaged connector was excessive force. Upon investigation, the response buttons were intermittently non-functional. The cause for the failure was a defective response button switch. The root cause for the defective switch could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient was receiving a service code 204 (belt/monitor unusable) and that the response buttons were not working properly.